Event description:
It was reported that the biomed was getting calibration error. They believed that was the chiller or mixing pump. Forwarded to ttm remote support for proper handling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was getting calibration error. They believed that was the chiller or mixing pump. Forwarded to ttm remote support for proper handling. Per follow up information received via email on 26jul2024, the device was not yet repaired. They were currently waiting on the part to arrive. Failed calibration. The mixing pump had gone bad.